Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer noticed the 500ml saline bag was empty and reported a leak on the icy catheter (lot #unknown). The thermogard ivtm system did not generate an alarm or error message. The patient was not being rewarm because the patient was unstable. The icy catheter insertion was smooth by a experienced physician. The catheter dwell time was 4 days. No consequences or impact to the patient.

Event description:
During ivtm therapy, customer noticed the 500ml saline bag was empty and reported a leak on the icy catheter (lot #170361). The thermogard ivtm system did not generate an alarm or error message. The patient was not being rewarmed because the patient was unstable. The icy catheter insertion was smooth by a experienced physician. The catheter dwell time was 4 days. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the 500ml saline bag was empty and reported a leak on the icy catheter (lot #170361) was not confirmed during visual and functional testing of the returned catheter. No device malfunction, no leaks, no damages were found during testing, and the catheter functioned as intended. The leak has been verified on the returned suk, not on the catheter. Visual inspection of the returned catheter was performed and no physical damage was observed on the catheter. Observed blood residues on the balloons and in the luered tubings. Functional testing of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, no issues were observed. The balloons did not leak during inflation and deflation. No leaks, no damages were found, and the catheter functioned as intended.